Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) was at customer's site to resolved reported event. Fse inspected instrument and confirmed the bent needle and also found the footer that pushes the rack through the loader was slightly loose. Fse installed a new sample needle, aligned the loader and tightened the footer screws. Fse ran two racks of samples, verifying the needle piercing is in the center of tubes. Fse ran quality control (qc) successfully. Customer ran patient samples and confirmed the g8 instrument is functioning as expected. A 13 month complaint history review and service history review for similar complaint was performed for the serial number (B)(4) from 26feb2017 through aware date 26mar2018. There were no similar complaints identified during the search period. Sample needle the g8 variant operator's manual under section 5 - sampling needle replacement provides detailed instruction on how to replace the sample needle. The most probable cause of the reported issue was bent sample needle due to loose sample loader footer.

Event description:
On (B)(6) 2018, customer reported they had a bent sample needle on the g8 instrument. The customer replaced the needle and the second one also bent. The customer stated that after changing needle, customer observed that the needle didn't retract all the way when they ran a sample and when it came down it wasn't centered correctly. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.